Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a proximal pressure sensor alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that a proximal pressure sensor alarm error occurred. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue and found that the data acquisition (da) printed circuit board assembly (pcba) was faulty. The asp engineer therefore replaced the da pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 15jan2024, it was confirmed that there was no patient involvement at the time the issue was discovered as the issue occurred during testing. There was no patient harm.